Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the femoral head via a 5f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size 6mm. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. The device was prepped per the IFU. It was reported that the balloon ruptured during pullback and the device pulled out completely. The sealant was not delivered. The patient was converted to approximately 25 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a diagonal tear at the balloon, approximately 4.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1225402) indicated that the device lot met all established performance criteria prior to shipment.